Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the sample mixer. The sample was collected in a capillary bullet tube and was transferred to a sample cup for analysis. The integrated multisensor technology (imt) data showed an elevated fluid delta reading which indicated there was a fluid flow issue due to poor sample quality. Poor sample quality was determined to be the potential cause of the discordant na and cre_2 results. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained for sodium (na) and creatinine (cre_2) on a patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) who questioned the results. The samples were repeated on an alternate dimension vista instrument resulting higher. The patient was redrawn and retested. The repeat results from the redrawn sample were reported to the physician(s) as the correct results for the patient. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and cre_2 results.